Event description:
On 03/03/07 the patient noticed that her left breast had deflated. She states that there's a faster deflation associated more so with a saline implant than there's with a silicone implant. Her dr wants for her to have the device removed and replaced. They are suspecting that the deflation is due to a product defect. Patient says in 1988 she had bilateral mastectomies with dow corning silicone breast implant placed. The silicone implants ruptured and were replaced with saline implants in 2005. Now the left breast implant appears to have deflated. She was seen by her physician and is due to return for evaluation.